Manufacturer narrative:
Concomitant medical product: 6947 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had false detections of atrial tachycardia/atrial fibrillation (af) due to their right atrial (ra) lead experiencing farfield r-wave (ffrw) oversensing. Both the device and lead are still in use. No patient complications have been reported as a result of this event.